Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "701". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of "701" was confirmed during product evaluation as fc 701:00. The root cause of this condition was assigned to a faulty user interface module print circuit board. The user interface module print circuit board was replaced to correct this condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition. Failure code 701:00 indicates a possible error within the phm communications system.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.